Event description:
Study reported infected deep brain stimulation system with purulent drainage in 2003. The leads were explanted. After removal, the pt was difficult to awake. The pt was taken for a CT scan which revealed a left basal ganglia bleed and a small right basal ganglia bleed. The pt was placed in intensive care unit for monitoring. He remained unresponsive and was discharged to the nursing unit the following month. No microorganisms were cultured. The hcp reported the pt was still in the hospital four days later. The pt was transferred to a nursing home one month later. The pt died in 2004. Refer to medwatch report # 6000153200702593.